Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient's cousin reported incidents of elevated blood glucose. She reported the pt experienced blood glucose readings at around 700 mg/dl about a year ago. Pt's cousin reported he met with a dietitian in (B) (6) 2009 to set up a meal plan to help keep his blood glucose under control. She stated over the summer months, his blood glucose stayed between 80 - 120 mg/dl. Pt's cousin reported that if the pt's diet was not good, then his blood glucose would go up to 200 mg/dl. No other treatment info was provided. No product return was requested.